Manufacturer narrative:
The reported event of inability to connect the device to patient application was confirmed. Based on the information provided, it was determined that there was a stale bond between the implanted device and the phone. There were no anomalies found.

Event description:
New information received notes that the patient was contacted and the issue was resolved over the call. No further consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.